Event description:
Per the audiologist, the patient reported soreness at the implant site in 2005, due to the extrusion of the internal magnet. The patient underwent surgery three months later, to have the magnet re-inserted. The physician recommended a weaker external magnet, the patient didn¿t follow recommendation. In 2007, the patient reportedly had an upper respiratory infection as well as swelling at the implant site. In 2008, the patient reported swelling and a small opening at the implant site and was administered biaxin and prednisone. The patient did not follow up with the physician at this time. In the same month, the patient reported pain and drainage from the implant site and was prescribed biaxin again. In 2009, the patient was reporting more pain and magnet extruding again. Patient was explanted the following day, implantation on contra lateral ear is planned but had not happened at the time of this report, april 22, 2009.